Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 3.50mm x 20mm veriflex stent was selected to treat the lesion but it was unable to cross the lesion. They removed the stent and noticed the distal edge of the stent got "crimped". The procedure was completed with another veriflex stent. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).